Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the healthcare provider is sending the patient¿s ins back to de analyzed as it was explanted for early depletion. The healthcare provider did not have old parameters for calculation. The hcp requested the device be analyzed. There were no symptoms reported. No complications or further complications were reported. It was not reported when the issue occurred.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies, code has replaced it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the neurostimulator sn#: (B)(4) found that the device was near normal battery depletion and that output and telemetry were okay. There were no significant anomalies found. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the case electrode. Analysis determined there were no issues when pressing on the ins can. A computer longevity estimate was completed based on the parameters the device had when received for analysis. The information obtained from the ins upon receipt indicated the device had reached eri (elective replacement indicator). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.